Event description:
It was reported that the patient undergoing deep brain stimulation (dbs) experienced anxiety, dizziness, speech difficulties, walking issues, and tingling in his legs after using a specific program. These symptoms were evaluated as possibly linked to his parkinsons disease. The physician considered elevated blood pressure as a potential cause. After admission to the emergency department, a computed tomography (CT) scan showed no concerning findings, and the patient was discharged the following day. The patient was switched back to a standard program and is now feeling well.

Event description:
It was reported that the patient undergoing deep brain stimulation (dbs) experienced anxiety, dizziness, speech difficulties, walking issues, and tingling in his legs after using a specific program. These symptoms were evaluated as possibly linked to his parkinsons disease. The physician considered elevated blood pressure as a potential cause. After admission to the emergency department, a computed tomography (CT) scan showed no concerning findings, and the patient was discharged the following day. The patient was switched back to a standard program and is now feeling well. Additional information was received that the event is not procedure or stimulation related. The patient's blood pressure medication was increased. The event has been resolved.